Manufacturer narrative:
No conclusion code available. The field event was detected prior to implant and the device was not implanted. The device was returned while still in its factory package. Upon receipt, the device was able to communicate with the programmer and the device was seen to be in backup vvi mode. It was not possible to recover a device image. The device was cut open and the hybrid¿s input current was seen to be higher than normal. Further investigation showed the cause of the high current to be an integrated circuit anomaly. The anomaly may have contributed to the non-communication seen in the field and the difficulty in obtaining a device image in the laboratory. The cause of the integrated circuit anomaly remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. No adverse consequences for the patient were reported.